Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker was unable to be interrogated; premature battery depletion was suspected. The physician elected to explant and replace the pacemaker. There were no patient consequences before, during, and after.

Manufacturer narrative:
The reported events of premature discharge of battery, no rf telemetry and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: b5 - updated to include no magnet response that was not previously reported. Correction: h6 - included another failure to interrogate code for no magnet response.

Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker was unable to be interrogated and there was no magnet response; premature battery depletion was suspected. The physician elected to explant and replace the pacemaker. There were no patient consequences before, during, and after.